Event description:
Reporter stated the feeding solution was not going through the device at the correct speed. Nursing staff increased the feeding rate from 55 ml/hr to 80 ml/hr to compensate for the under-delivery, resulting in the feeding being delivered at approximately 50 ml/hr. Gastrostomy tube, pump and feeding solution were checked. A new device from the same box was tried but still wouldn't work. A new batch of devices was tried and worked. Reporter stated possibly the air filter not functioning correctly. There was no illness, injury or medical intervention resulting from the event. One pt involved.

Manufacturer narrative:
Ross will provide the laboratory analysis of the device as soon as it becomes available.